Manufacturer narrative:
A ge service representative performed an on site investigation. The drive motor was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the table on the 2800 system would not move during a case. The 2800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.